Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Most recent onsite visit from field service engineer performed and signed service installation record. System meets specifications as per service installation record. No related service cases could be identified. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed about sixty six seconds before the start of the treatment and not immediately before the treatment. The beam control-check resulted in a correction of forty four microns. The treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No complaint-related product is expected to be returned for investigation. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a possible vertical gas breakthrough or incomplete flap was observed, which did not meet expectations during refractive surgery. The flap on the right eye was successfully lifted, and the correction was completed without issue. However, when attempting the procedure on the left eye, the flap was not fully formed and could not be lifted. The patient was informed that the correction on the left eye could not be performed at this time and would need to be postponed until the epithelium had healed. Following system calibration, the procedure was reinitiated with the right eye of another patient. However, the surgeon was unable to lift the flap, as it had not been fully created. As a result, the decision was made to cancel the treatment for the day. There are multiple related reports for this facility. This report addresses the patient (B)(6), left eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).